Event description:
The clinician reported that after bypass was terminated and during tear-down of the circuit, the venous inlet port of the bmr reservoir bag separated in two pieces. This occurred after bypass. There was no pt involvement.

Manufacturer narrative:
The expiration date will be provided in a follow-up report. The mfg date will be provided in a follow-up report. The incident occurred in (B) (6), (B) (6). This medwatch report is filed on behalf of sorin group (B) (4). One bmr venous inlet port connector was returned to sorin group (B) (4) for evaluation. The visual inspection revealed that the connector was broken in two pieces above the flange where the port enters the bag. Sorin group (B) (4) determined that the connector thickness was slightly out of specification on one side of the connector. This was due to the core pins floating during the molding process. The mold is being modified to realign the pins. In addition, the bmr closed venous reservoir bags are currently assembled with the original connector, without the flange, until the mold is modified.